Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 560 mg/dl. Other relevant blood glucose level was 162 mg/dl, over 400 mg/dl, 492 mg/dl, 338 mg/dl, 207 mg/dl and 290 mg/dl. The customer did experienced the symptoms such as dizziness. The customer treated with the manual injection. Customer performed displacement test and it was passed. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The insulin pump will not be returned for analysis.